Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a bolus and a manual injection to address their bg level. The customer alleged that their bg would elevate after bolusing. Troubleshooting revealed that the customer was not entering carbohydrates into the bolus calculator. The customer acknowledged and continued using the pump for insulin therapy.